Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a vitality screwdriver was found fractured when putting the kit back together after surgery. There were no impacts during the surgery.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the driver with lot # ab79 was fractured and twisted. Functional testing revealed that the driver was unable to mate with a vitality screw. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review : per DHR review, the parts were likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the tip of a vitality screwdriver was found fractured when putting the kit back together after surgery. There were no impacts during the surgery.